Event description:
Mom checked pump program set-up the prn hydration bag and turned the pump off because patient was taking a shower. When she turned the pump back on, it asked her to reset reservoir volume to 100 ml. However, that was the incorrect volume. It should have been 1000ml. She attempted to change the program using code: 111 and 555. The error message "wrong code, clinician code required" appeared. Since she was unable to change the program, she reprogrammed the other hydration pump to administer the prn bag. She mentioned the screen read continuous program manual non-library protocol 100 ml. It appears the library was wiped out. Asked her to put in code 888 but the same error message appeared. Tried to reprogram the pump under advanced tasks with code 888. It still did not work. Once pump was returned, the event log was downloaded. The protocol library was wiped out and the event log stopped although the pump was programmed two weeks later and mom had turned it on and reviewed the settings one month later manufacturer response for ambulatory infusion pump, cadd solis vip (per site reporter): they will issue a RMA # for return of the pump for investigation.